Event description:
It was reported that the patient had a full replacement surgery (generator and lead) on (B)(6) 2015. The lead replacement was for the previously reported high impedance, and generator replacement was prophylactic. Product return was not possible as the devices were discarded following surgery. No additional pertinent information has been received to date.

Event description:
It was reported that a vns patient's device showed high lead impedance observed on systems diagnostics at their last clinic visit. The device was not turned off. The patient reported that he had fallen and broken his hip in (B)(6) 2015, and the device was properly functioning in (B)(6) 2015. It was reported that no x-rays were taken. The patient has been referred for surgery to attempt to re-insert the lead pin, and if that does not resolve the high impedance full revision is reported to be planned. No known surgery has occurred to-date. No additional information has been received to-date.